Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance turning the carbohydrate feature setting back on. Customer stated they may have accidentally turned the feature off. Tandem technical support guided the customer through turning the carbohydrate feature back on.

Manufacturer narrative:
The reported initial reported event is a training issue. This is not a reportable event.